Event description:
It was reported per field service report: symptom - display complaint - all led's lit up and the display froze. Findings/action taken: replaced display head as a precaution. Functional check ok.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.